Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infection. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16; living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod); contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that her daughter had to see a doctor for an infection. The site had yellow drainage, was red, and had a bump the size of a pea. The patient was prescribed mupirocin cream. The pod was worn between 36 and 48 hours.